Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the user¿s report of ¿will not insufflate the scope.¿ in addition, the air pump and the air pressure were within specification. All button controls on the front panel are working appropriately. The front panel chassis, and bottom chassis were rusted. The front panel mouth was damaged. The front panel display was peeling above the air on led. The socket slider switch was worn out, which likely caused the intermittent use of high intensity mode. A non-olympus life meter was reading at 200+ hours. The light output was within range. The device was serviced and returned to the user facility. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported that during the preparation for use, and when the light source was connected to the light source, water leaks from the output socket connector and the button was broken. There was no patient or user harm reported.

Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.